Event description:
It was reported that the patient experienced difficulty charging their implantable pulse generator (ipg). The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.